Event description:
Customer reported device displayed fault message during testing of the device. Service representative duplicated reported condition. Device was repaired and proper operation confirmed.